Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the customer's report was not replicated or confirmed. The device was put through extensive testing including power cycling, bench handling, and functional stress testing using test battery and ac power supply and cord without duplicating the report. The device was recertified and returned to the customer. No accessories used at the time of the report were returned. Analysis of reports of this type has not identified an increase in trend. Review of the device activity logs did not show any faults that could be associated with customer report.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.